Event description:
Per the clinic, the patient experienced pain at the implant site with and without device use. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 22, 2014.